Event description:
It was reported to us by FDA, that the pt experienced pain with infection that required hospitalization on two separate occasions. The constructs with the mesh was subsequently explanted.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our current knowledge. The reported adverse event reference three devices. Ref mdrs 1213643-2007-00520 and 1213643-2007-00521.